Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, a scratch on the optic of the lens observed by surgeon after the insertion of lens into the eye. The iol was removed and replaced with a backup lens during the initial procedure. There was no patient harm. Additional information was received from the initial reporter and reported that the surgeon believes the iol inserter was the probable cause of event.